Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, purchase order received for a main board on this unit, as well as, vela tubing kit pn 23457-001. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator fails leak test and it appears to be over inflating the lung. The customer confirmed that there was no patient involvement associated with the reported event.